Event description:
It was reported that, "dr. Was drilling pilot hole for screwfix baseplate with the 1/8 drillbit provided in the set. The drillbit broke off. He retrieved the broken piece from the proximal tibia with an easyout."

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device and/or additional info becomes available, a supplemental report will be issued.